Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had center button unresponsive. The customer¿s blood glucose was 122 mg/dl at the time of incident. Customer reported that the insulin pump had button got stuck. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was a response from a button. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. The insulin pump will not be returned for analysis.